Manufacturer narrative:
Two days prior, an elective angiogram was conducted and revelaed an in-stent restenosis of a 2.5 / (unknown) mm tsunami stent located in the first diagonal branch. Aha/acc classification of the vessel was type c. The lesion length was 22mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a 1.5 x 15mm balloon at 16atm for 60 seconds. Then, a 2.5x18mm cypher was implanted at 12atm for 60 seconds overlapping the previous cypher. Post-dilation was conducted with a 2.5 x 20 mm balloon at 16atm for 60 seconds. Ivus was also conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual percent of stenosis was 0. An act was not measured. Physician's comment: the probable cause of the thrombotic event was because the administration of the anti-platelet therapy was insufficient. Please not that this device / lot no. Unknown) is distributed outside the united states; however, it is similar to the unites states distributed product. This is one of two (2) reports submitted for the same event. Please reference MFR. Report #: 9616099-2006-00699.

Event description:
The patient complained of chest pain and returned to the hospital two days after two 2.5 x 18 mm stents were implanted in the first diagonal branch of the circumflex artery. A coronary angiogram was conducted and thrombus was observed in the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty were conducted. Details of the balloon angioplasty were unknown.